Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous unspecified upper arm artery. The 6.0 x 40, 40cm mustang balloon catheter was used to treat the target lesion. On the first inflation, the balloon was inflated to 20 atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous unspecified upper arm artery. The 6.0 x 40, 40cm mustang balloon catheter was used to treat the target lesion. On the first inflation, the balloon was inflated to 20 atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual and microscopic examination of the balloon material identified a longitudinal tear. The tear was located at the proximal markerband and it extended distally along the balloon for a total length of 3cm. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).